Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the case is a complaint that was reprocessed by a procedure different from the instruction manual, and it has been confirmed that corrections have already been made. In addition, it has been confirmed that there have been no deaths or health hazards, including infections, to patients or healthcare professionals regarding this matter. The following verbiage is identified within the instruction manual: "chapter 7 cleaning, disinfection and sterilization procedures warning all channels of the endoscope, including elevator wire and balloon channels where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and / or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Date of event is (B)(6) 2021, the date the ess was informed of incorrect reprocessing procedure. Device not returned. As part of our investigation, the ess informed the staff that the facilitys infection control should be informed of the improper reprocess due to the concern of patient safety. The staff contacted the department manager and the ess discussed the improper reprocessing findings. The ess provided an in-service which included: leak testing, cleaning, brushing, rinsing and pre-soak according to the olympus manual. The ess reported that the facilitys coordinator arrived after the in-service and was also informed of the reprocessing findings and that someone from olympus would be in contact to obtain additional information. The scope will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer called service center to request reprocessing education and demonstration of an ultrasonic gastrovideoscope. An olympus endoscopy support specialist (ess) arrived at customer site to provide in-service to staff. During the demonstration, ess was notified, by staff that due to staffing shortages scopes are not cleaned immediately after use. The staff confirmed the scopes, on occasion, are left over night and cleaned the next day before use. Additionally, staff stated there is no time for pre-soak. The in service was completed for proper reprocessing procedures including leak testing, cleaning, brushing, rinsing and pre soak according to the olympus manual. At the time of this report there have been no reported patient infections or harm. This report is for 3 of 3 scopes (gastrointestinal ).all complaints related to this event (B)(4).